Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 3998 (lot: v012202); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned they met with a manufacturer representative (rep) to change their settings about 3-4 years ago and learned that one of their leads no longer worked; pt mentioned they had been in an accident where their body was crushed between two vehicles, so the lead may have been damaged. Now, pt had heart issues and needed MRI. Pt said they had called pats and an agent had told them "definitely not" so hcp was wondering if they could take scs device out and then put back in after MRI. Tss (technical services) redirected to hcp, but pt said they did not have hcp, so tss sent physician listings. Pt also said their controller had been lost, so tss sent sunmed link to patient.